Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4, enlarged atrium, and thin anterior leaflet. A triclip xtw was inserted, and the leaflets were successfully grasped with a good result; therefore, the clip was attempted to be deployed. After retracting the actuator knob and gripper lever, the clip could not be released from the delivery shaft. Troubleshooting was performed, but the clip was still unable to detach. The operator accessed and removed both gripper lines, but the clip was still unable to detach from the delivery shaft. After several attempts, the clip detached and was deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip was then deployed next to the slda clip, reducing tr to trace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult clip activation and incomplete coaptation could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported difficult clip activation and incomplete coaptation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.